Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and disk control. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the workstation on the 9600+ system will not boot. There was no report of pt injury.